Event description:
It was reported that the reservoirs were occluded. The customer stated that, after she filled the reservoir with air, she was unable to draw it out. She stated that when she pushed on the plunger, it would not move to fill with insulin. The blood glucose reading was 268 mg/dl. She was advised that the reservoirs be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.